Event description:
Boston scientific received information that this right ventricular (rv) lead and newly implanted implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurement. The lead and device header connections were checked and no anomalies were found. A second ICD was opened and connected to the rv lead, however, the shock lead impedance measurement was still high out of range. It was noted that a normal shock impedance measurement was obtained when they reconnected the rv lead to the chronic explanted device. Troubleshooting was performed with the second ICD but was unsuccessful. A lead fracture was then suspected. The rv lead was surgically abandoned and replaced and the device successfully replaced with a third ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.